Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency urge incontinence. The patient was sick all week and in the hospital. The issue reported was not resolved at the time of this report. There were no further symptoms or complications reported or anticipate.